Manufacturer narrative:
Follow-up #1 (submission 11/27/2012)-device evaluation: lifescan (lfs) received the test strips with the complaint and completed device evaluation on (B)(4) 2012. The alleged complaint was confirmed with the returned test strips. An "error 4" occurred when conducting a control solution test result with the returned test strips. Lfs also received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The alleged error message was confirmed in the meter's error log but the error message was not reproducible during testing.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(4), alleging a onetouch verio pro meter was displaying an error 4 message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.